Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up, down and contrast buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/28/2015 with the following findings: the keypad cover was fully intact with no damage or peeling observed. All of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination or contact defects was found. Unrelated to the original complaint, the audio bolus button cover was found to be missing and therefore could not be tested.